Manufacturer narrative:
This is the final supplemental report, the complaint is closed.

Event description:
The product package was opened in a procedure and the plastic wrap, both inner and outer, had a cuts in them. The cuts seemed to correspond to the rim on the flange of the female receptacle of the femur. This implant package only had foam on each end of the box, and the box was dented and damaged. An additional implant was on hand and implanted (an older, teal colored product box) which had foam padding all around the implant. No delay in surgery or patient harm. [Customer]

Event description:
The product package was opened in a procedure and the plastic wrap, both inner and outer, had a cuts in them. The cuts seemed to correspond to the rim on the flange of the female receptacle of the femur. This implant package only had foam on each end of the box, and the box was dented and damaged. An additional implant was on hand and implanted (an older, teal colored product box) which had foam padding all around the implant. No delay in surgery or patient harm.[customer]